Event description:
It was reported that a symptomatic patient experiencing ventricular tachycardia presented to the ER. Undersensing true vt due to varying amplitude waveforms after atp therapy were observed. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.